Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6. Device evaluation: analysis of the returned device identified: wear abrasion, yellow particles in the shell, brown particles in the fill channel and opening curved on anterior leak test and microscopic analysis was performed which identified: sharp opening on anterior, creases fold and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.